Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2008 due to an unknown reason. The modular head and liner were removed and replaced. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2012 due to patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. Patient's legal counsel further reported that greenish-grayish tissue was alleged noted during the revision procedure. The modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain and dislocations. Operative report noted the presence of greenish gray material and osteolysis. The modular head, acetabular cup and liner were removed and replaced. On (B)(6) 2012 patient underwent an additional revision due to a dislocation. Operative report noted the presence of a hematoma and a loose acetabular cup. The modular head, acetabular cup and liner were removed and replaced. On (B)(6) 2012 patient underwent an additional revision due to instability and a dislocation. Operative report noted the presence of a hematoma, detached abductors, bone chips, abrasions on the head, bone wear, focal bone fragments, and a compromised posterior wall. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2014-02309 /-02351 /-02352 /-06943 /-06944 /-06945 /-06946).